Manufacturer narrative:
(B)(4).

Event description:
The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. Performed charged and boot test: passed. Downloaded receiver log and observed "hwrf" in the log. The complaint confirmation of error icon displayed was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displayed hwrf. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.